Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2, wires inside the jaws were sticking out. No harm to the patient

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 wires inside the jaws were sticking out. Same device was used to complete the case. No harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, b5, d10, e3, g4, g7, h2, h3, h6, h10 the lot # 25161168 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. (B)(4). ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 06/14/2022. An investigation was conducted on 06/20/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire and jaws. The heater wire was observed to be flexed away from the hot from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure 'material twisted/bent wire" was confirmed.